Event description:
It was reported that there was a disconnection between the patient connector (catheter) of a minicap transfer set and the titanium adapter; further described as ¿the extension set keeps falling off of the catheter¿. This was observed prior to starting automated peritoneal dialysis therapy. The transfer set was changed and the patient was prescribed an antibiotic as a precaution. There was no issue with the titanium adapter; the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.